Event description:
It is reported the bone screw broke during insertion. The bone screw was retrieved from the pt.

Manufacturer narrative:
This report will be amended when our investigation is complete.